Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer also reported that he received no delivery alarms prior to the call. The customer's blood glucose was 600 mg/dl at the time of incident. The customer's blood glucose was 91 mg/dl at the time of call. The customer stated that had blood glucose of 580 mg/dl. The customer stated that he treated his high blood glucose with manual injections. The customer stated that the issue was not resolved by changing the set. The customer was unable to troubleshoot. The insulin pump will not be returned for analysis.